Event description:
The customer states: prior to use, deflation failure was confirmed. Customer state no patient involvement.

Manufacturer narrative:
(B)(4). The sample associated to this report is expected to be returned for analysis. Manufacturing controls are in place to detect cuff inflation/deflation defect and to reduce the potential for occurence during the manufacturing process. If the sample is received, a sample analysis will be performed and results will be provided in a supplemental report. Information has been added to the database for trending purposes.